Event description:
It was reported that the insulin pump alarmed, indicating a compromised force sensor system, and that insulin was shooting out. The reporter did not know the blood glucose reading. The caller stated that the insulin pump had neither been exposed to a magnetic resonance imaging machine nor a cat scan. Nothing further reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. No compromised force sensor system alarm occurred during testing. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched liquid crystal display window, cracked liquid crystal display window, scratched reservoir tube window, and cracked belt clip slot.